Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's l3 and l4 drg leads had high impedances. Patient lost effective therapy as a result. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issues. Therapy was restored post-op.